Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported "trocar shield of a 355ld...would not engage". The device was examined and would not arm as rec'd. The obturator handle weld was measured and found to be skewed. The obturator handle is weld during the assembly process.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the trocar shield of a 355ld, from kit fda23, would not engage. The red reset button would not stay engaged. A new trocar was opened to complete the case. There was no patient consequence.